Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that after a communication error was obtained on the instrument, the heat torch burnt out. The customer replaced the heat torch. The ccc specialist discovered that the customer replaced the burnt out heat torch without turning off the instrument. Ccc specialist instructed the customer to follow the operator's guide, which includes performing a controlled power shutdown prior to replacing the heat torch assembly. The customer rebooted the instrument and cycled cuvettes without error. The customer ran a system check, which passed. The cause of the smoke being emitted from the instrument is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension rxl max with hm instrument saw smoke emitted from the diaphragm area. There were no reports of adverse health consequences due to the smoke emitted from the instrument.